Event description:
The customer reported non-reproducible false positive troponin I (access accutni) result, for one patient, involving access 2 immunoassay system. The customer stated there were sample handling issues with the involved patient sample. The customer indicated the sample was hemolyzed and generated an elevated result. The erroneous result was released out of the laboratory and discussed with the physician. Subsequent testing of a new sample, from the same patient, recovered a normal result. There was no report of patient injury or change in patient treatment associated with this event. There was no report of instrument issue.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the event is unknown.